Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall exhibits signs of melting, stretching, and tear. Pieces of heat shrink tubing open end is missing. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber broke, after 118,250 joules and 25:04 minutes of use, during a photoselective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.

Event description:
It was reported that the fiber broke, after 118,250 joules and 25:04 minutes of use, during a photo selective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.